Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A nurse reported a patient who complained of "glistening's" and "declining vision." The lens was exchanged for another lens during a secondary procedure. Patient is doing well. There are two medical device reports associated with this patient. This report is for the left eye. Additional information has been requested.